Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 3.1, lab: 5.46. Lab draw taken immediately following fingerstick according to caller. Therapeutic range 2-3.

Manufacturer narrative:
Investigation pending.